Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: during catheter insertion, the mandrel can no longer retract. This could lead to a blood exposure accident. Saturday (B)(6). Could you confirm the impact on patients of all the events that have occurred? Resting a catheter. When you pressed the button, did the needle fully retract? No. Did the needle retract slower than usual? Has not retracted. Did the needle start to retract and then stop, leaving the needle exposed? No. Did the needle not move at all after pressing the button? Yes. Did the button go down? No.

Manufacturer narrative:
Correction: upon further review, it was determined that the annex a code should reflect code a0510. This has been updated.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.